Event description:
It was reported that a patient had committed suicide. It was noted that the suicide was not related to the device, therapy, or implant procedure. The medication used within the system was fentanyl 300mcg/ml at 144.82 mcg/day. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
The date of death had been estimated for this report. A follow-up report will be submitted if additional information becomes available. Concomitant medical products: product ID 8591-38, lot# d13565, implanted: (B)(6) 2012. Product type: accessory: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012. Product type: accessory. (B)(4).